Event description:
It was reported that the procedure was to treat an eccentric lesion with mild tortuosity in the mid left anterior descending artery. Pre-dilatation was performed using an unspecified 1.5x12 mm balloon catheter. A 3x28 mm xience prime rx stent delivery system (sds) was advanced and the stent was deployed in the target lesion; however, a distal edge dissection occurred. The device was removed and a new xience stent was used to cover the dissection. There was no adverse patient sequela. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.